Manufacturer narrative:
1038671-2024-04829, 1038671-2024-04827, 1038671-2024-04826 this follow-up report is being submitted to relay additional and/or corrected information. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-04829, 1038671-2024-04827, 1038671-2024-04826. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. These devices are used for treatments, not diagnosis. There is no other information available. Serial # not confirmed. 2013904 02-012-35-3013 - logic tibia ps mod insert serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. 2181315 02-012-35-3013 - logic tibia ps mod insert serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2012 and then experienced a revision surgical procedure on (B)(6)2023 approximately 11 years and 3 months after initial implant. There is no specific device information provided. No images of the devices are provided. The device will not be returned. There is no other information available.